Manufacturer narrative:
The pusher assembly was returned for evaluation without the instant detacher or the implant coil. The evaluation could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an ica (internal carotid aneurysm). On (B)(6) 2013, the patient underwent embolization treatment. During the procedure, the leo stent was placed near the neck of aneurysm and then an echelon catheter was used to advance the implant coils. The first coil could not be detached with the instant detacher or via the manual method (an alternative detachment method presented in the instructions for use). As the coil was being pulled back into the catheter, it detached inside the catheter. The detached implant coil was pushed into the aneurysm with the next implant coil and a total of ten coils were implanted without issues. No patient injury was reported as a result of the procedure.